Event description:
Nellcor puritan bennett received a n-550 unit for repair and during evaluation in 2007 our factory service technician also determined that the unit had no audio at power up.

Manufacturer narrative:
Nellcor puritan bennett concluded that the no audio failure was isolated to the speaker.